Manufacturer narrative:
The handpiece cord was received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted if the results of the quality investigation require one.

Event description:
It was reported that the handpiece cord caused a connected device to continue to run on its own during set up prior to the start of a procedure. This did not occur during a surgical procedure. There was no patient involvement. There were no adverse consequences reported as a result of this event.